Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate could not duplicate customer's complaint of settings would fluctuate during a procedure. Unit was evaluated, many attempts of testing, and diagnostics were made, no problem was found, unit passed all testing. Minor scratches on unit top plate edges; no repairs needed, missing 1 mounting foot and dust cover; so they were replaced. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the rep the settings would fluctuate during a shoulder procedure. The procedure was completed with this device and there were no patient consequences reported. The device will be returned. Update: the sales rep called via telephone and informed use there was no delay to the procedure due to this. The customer would just have to unplug the device and turn it back on to get it to work correctly.